Event description:
It was reported that the pta balloon could not be completely deflated and was unable to be retracted through the introducer sheath in the arm. The balloon catheter and sheath were removed together as a single unit. There was no reported pt injury.

Manufacturer narrative:
A mfg review was conducted. The lot met all release criteria. This is the only complaint reported to date for lot number 93cx0134, for these failure modes. The device was returned. The investigation is confirmed for a break at the butt joint and retraction issues based upon the condition in which the sample was returned (i.e. Prolapsed balloon material and flared introducer sheath tip). The investigation is inconclusive for deflation issues as the butt joint break prevented full function testing. The definitive root cause could not be determined based upon the available info. It is possible that the break occurred due to excessive retraction forces; however, the root cause for deflation and retraction issues is unk. It is unk whether pt and/or procedural issues contributed to the event.